Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Catalog and lot number unknown / not provided. PMA/510(k) number not available.

Event description:
It was reported that after two days of taking the impressions, the patient complained about feeling the healing screw to be loose.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the reported device was not returned for investigation as it was discarded. As a result, visual inspection could not be performed. Functional testing to recreate the reported event could not be performed since the product was not returned. Conditions on product experience report (per) indicated the patient have type iii (low bone density). The device had been placed on tooth location 9 for the duration of approximately 5 months. X-ray or picture images were not provided to aid in the investigation. DHR and complaint history review could not be performed for the products reported as the lot and item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complainant reported that the that after two days of taking the impressions, the patient complained about feeling the healing screw to be loose. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.